Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dislocation post-op. This case is from health authority. It was reported that the patient was given the right hip replacement operation, 3 days after operation, the patient felt painful on the right hip, checked the right hip, noted dislocation, failed to relocate manually. The patient was given the operation of closed reduction of artificial joint of right hip on (B)(6) 2018. The patient felt painful on (B)(6) 2019. On (B)(6) 2019 consciously increased pain in the right hip, accompanied by limited mobility, involuntary hip flexion, the surgeon reviewed the hip positive lateral x-ray showing postoperative dislocation of the right hip. The patient was given the operation of artificial total hip revision under general anesthesia on (B)(6) 2019. The patient recovered smoothly after surgery.